Manufacturer narrative:
Product event summary: the data files for the date of the reported event were retuned and analyzed. The data files did not show any system notices on the reported event date. No product has been returned for investigation. A clinical issue was encountered during the procedure. No product malfunction was reported. In conclusion, there is no indication of a product malfunction and no product to be returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during a cryo ablation procedure, after the left sided pulmonary vein ablations were completed and initial ablation to the right sided pulmonary veins began, phrenic nerve palsy (pnp) was confirmed. Double stop was conducted and the output of phrenic nerve pacing was increased, however there was no nerve reaction. Cryoablation was changed to radiofrequency technology and the procedure was completed. Before leaving the operating room, fluoroscopy confirmed small reaction of the nerve. The pnp did not recover completely prior to the patient being discharged from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.